Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2011, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, a computed tomography revealed a proximal type I endoleak. On (B)(6), 2011, the pt was implanted with one gore excluder aaa endoprosthesis aortic extender component to treat the endoleak. The pt tolerated the procedure and the endoleak was resolved.